Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), memory impairment ("memory problems/ forgetfulness"), back pain ("lower back pain"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("gynecological/vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), pelvic pain ("pain") and hair disorder ("hair") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, endometrial ablation, memory impairment, back pain, abdominal distension, dyspareunia, fatigue, alopecia, vaginal infection, vaginal discharge, pelvic pain and hair disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, endometrial ablation, fatigue, hair disorder, memory impairment, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: memory problems, ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff fact sheet received. Events pain and hair were added. Date of birth, reporter and essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), memory impairment ("memory problems/ forgetfulness"), back pain ("lower back pain"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("gynecological/vaginal infection") and vaginal discharge ("abnormal vaginal discharge") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, endometrial ablation, memory impairment, back pain, abdominal distension, dyspareunia, fatigue, alopecia, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, endometrial ablation, fatigue, memory impairment, vaginal discharge and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: memory problems, ablation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), memory impairment ("memory problems/ forgetfulness"), back pain ("lower back pain"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("gynecological/vaginal infection") and vaginal discharge ("abnormal vaginal discharge") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, endometrial ablation, memory impairment, back pain, abdominal distension, dyspareunia, fatigue, alopecia, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, endometrial ablation, fatigue, memory impairment, vaginal discharge and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: memory problems, ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: summons received. Case was upgraded to serious incident. New events: severe abdominal and/or lower back pain, bloating, painful intercourse, fatigue, hair loss, gynecological/vaginal infection, abnormal vaginal discharge were added. Removal details added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.